Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. There are warnings in the package insert that state that this type of event can occur. Device manufacture date - unknown.this report filed august 27, 2009.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing an accu-line drill bit in 2009. During the procedure, a piece of the drill bit fractured off in the patient's left distal femur. Approximately 1cm of drill bit was retained.